Event description:
Affiliate reported that the pt's ventricles became enlarged and as a result, an image was taken that found that the device did not flow. The device was revised.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. In addition, an occlusion was noted at the inlet of the ruby ball, which supports the customer's complaint. Also, the biological debris cause the returned valve to fail the programming test. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.